Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, stapling reload was fired on fissure of lung. The misfire caused some bleeding and another reload had to fired in order to resect the tissue involved because the initial firing was not complete. There was bleeding. There was unanticipated tissue loss. Unformed staples fell into the patient's cavity. The staples were left in the patient. Another stapling reload was fired to correct the condition. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No buttress material used.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of eleven photographs received from the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the photographs. Photos 1 and 3 appear to show a fully fired reload with staples present on the proximal end of the cartridge. It is unclear if the staples were properly formed. Photo 2 shows the reload packaging label. Photos 4 through 11 appear to show tissue with some improperly formed staples. Functional evaluation could not be performed as only photographs were returned. No sample was returned and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all specifications at the time of manufacture.